Manufacturer narrative:
One used suspect device was returned for eval. The detached tip was not included with the returned catheter. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual insp the complaint was confirmed. The fuse zone was in tact. The tip tubing of the catheter has been elongated and damaged distal of the fuse zone. The first side port was significantly elongated and the tip was broken at the second port, approx 2.1 cm distal of the fuse zone. Merit is unable to determine the exact root cause for the reported failure.

Event description:
The customer reported that during a peripheral study procedure the catheter tip came off in the superficial femoral artery. The pt's anatomy was very tortuous and calcified. The physician indicated he may have facilitated the damage to the catheter. There were two self expanding stents in the artery that may have been caught on the catheter. The detached tip was removed after making an antegrade stick to the artery. No harm or injury was reported.